Manufacturer narrative:
It was reported that a male patient was having a surgical procedure performed on their shoulder at the time the issue was discovered. Attempts were made to obtain additional patient information from the customer, however, no additional information was obtained. There was no patient contact with the device and the alleged malfunction did not affect the patient nor the surgical procedure. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4) 2011. Evaluation summary: after evaluation, it was discovered that the c-clip was not seated properly in the spring arm assembly. This was causing the spring arm to slip out of the horizontal arm. Through investigation, it was discovered that this was a replacement spring arm. It is likely that the c-clip was not seated correctly upon installation of the replacement spring arm. The c-clip was re-installed and seated properly and the issue was resolved. This is not a single use device.

Event description:
(B)(4). It was reported that the spring arm of a single flat panel suspension was slipping out of the horizontal arm. This was reportedly noticed during a surgical procedure and the monitor was moved away from the surgical table. There was no adverse consequence reported.